Event description:
It was reported via telephone to the (B)(6) office. It was reported that recently during puncturing the vein, the cannula breaks at the "plastic part". There is no reported pt injury, complications or death. No additional reports to confirmed allegations of additional occurrences can be provided.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.